Manufacturer narrative:
"Reported issue case number: (B)(4), (B)(6) - mps mike ricketts reported error 17 on j5. Case type: tka. Surgery was not completed robotically. Update: "distal and half of posterior chamfer cut were completed robotically. Switched to manual instrumentation for the rest of the cuts utilizing resection values on the software screen. Surgical delay was about 20 minutes for troubleshooting, opening manual trays. Case was not cancelled and was successfully manually completed." Product inspection case number (B)(4), (B)(6) is getting error #17 motor encoder error for j5. Upon arrival, started system and attempted to home system. Motor encoder error popped up immediately . Rebooted system and system was able to home on the second startup. However, as soon as arm was moved, the motor encoder error popped up. J5 assembly part #204300-r installed successfully. System fully tested and ready for clinical use. Device history review of device history record for (B)(6) revealed that 1 device was inspected on 43321 review of qt 18-01- 0031 revealed that the non conformanc es is not related to the failure alleged in this complaint. Complaint history review a review of complaints in catsweb and trackwise related to p/n 204300 shows no additional complaints related to the failure in this investigatio n. Conclusion the reported event was confirmed, system ready for clinical use. No additional investigation or specific actions are required. Nc/CAPA review a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event".

Event description:
Case number: (B)(4), (B)(6) - mps mike ricketts reported error 17 on j5. Case type: tka. Surgery was not completed robotically. Update: "distal and half of posterior chamfer cut were completed robotically. Switched to manual instrumentation for the rest of the cuts utilizing resection values on the software screen. Surgical delay was about 20 minutes for troubleshooting, opening manual trays. Case was not cancelled and was successfully manually completed."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps (B)(6) reported error 17 on j5. Case type: tka. Surgery was not completed robotically. Update: "distal and half of posterior chamfer cut were completed robotically. Switched to manual instrumentation for the rest of the cuts utilizing resection values on the software screen. Surgical delay was about 20 minutes for troubleshooting, opening manual trays. Case was not cancelled and was successfully manually completed."